Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the lead had migrated from the tip at t7 to the tip at t11. The patient had been experiencing a shocking sensation when lying flat and there was no known cause. The rep checked impedances, which were normal, so they re-programmed and avoided using the migrated lead. They tested the new programming in each position to verify the shocking sensation was no longer present. No further complications reported/anticipated.